Manufacturer narrative:
Sections with additional information as of 28-dec-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned - evaluation in process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 192, 322, 397, 191 and 214 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-120 mg/dl and expected pm fasting blood glucose test result range is 120-124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly, lot number mx4436s, manufacturer¿s expiration date is 07/31/2022. During the call, a blood test was performed by the customer non-fasting and produced test result of 218 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: (B)(6).